Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient a missing sensor wire on (B)(6) 2015. Patient claimed that they experienced a sensor failure error message and upon removal of the sensor pod, the sensor wire was not present. Patient stated they were unable to check the applicator for the sensor wire. At the time of contact, the distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was missing from the housing puck; therefore, a complete investigation was not able to be performed and the reported missing sensor wire was confirmed. However, a root cause could not be determined.